Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer disconnected from the pump as the pump was charging and fell asleep for a couple of hours. Blood glucose (bg) was 564 mg/dl and a bolus was delivered.